Event description:
Loaner instrument set up for percutaneous nephrolithotomy. Handpiece attached to machine, fault light came on and flashed. Could not be successfully attached and within 5th attempt, electric shock to employee. Tested ok, but fault light did not turn off. No harm to pt (nephrolithotomy done).